Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. As a result, the balloon would not remain inflated. A replacement device was used for the procedure. In the same procedure when the harvester had completed the dissection, the device was withdrawn and the staff noticed that a big piece of the dissection tip was missing from the base. The harvester went back in look for the broken piece and retrieved the piece out from the original incision. There was no additional intervention required. The hospital did not report any pt complications. This report is for the first device "short port btt".

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).